Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgifoam sponge product code used? What is the lot number of the device used? On what date did the patient undergo the ear surgery? How old is the patient? Is this a male or female patient? Was this the first ear surgery that the patient underwent? If not ¿ how many previous surgeries on this ear? Were other products used during or prior to the surgery? If yes ¿ what type was used when and how? When did the patient develop complications? Which clinical symptoms was observed at prior or during complications? What was the reason for using surgifoam sponge in this surgery? How was surgifoam sponge used during the surgery? Was surgifoam sponge left behind upon closure of the surgical wound? Was surgifoam sponge removed prior to closure of the surgical wound? During repetition of the surgery, was surgifoam sponge used? During repetition of the surgery, was other hemostatic sponge products used? If yes - what type was used when and how? Was the repetition of the surgery a success? Is the patient without any complications now? A follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a tympanoplasty procedure on an unknown date and absorbable hemostat was used. The patient developed complications with late tympanic membrane re-perforation and with finding of persistent packing material in the middle ear. They then needed additional surgery to remove the undissolved absorbable hemostat and repeat the tympanoplasty procedure. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2021. Investigation summary: no complaint sample was received. Based on the information provided, this patient had post-surgery complications to a tympanoplasty surgery, leading to tympanic membrane re-perforation. If surgifoam® sponge is not removed when hemostasis is achieved, as stated in the instruction for use (IFU) "surgifoam® sponge should be removed if possible once hemostasis has been achieved because of the possibility of dislodgment of the device or compression of other nearby anatomic structures", there is a possibility that the product can compress the tympanic membrane, and furthermore, will not allow for healing from the depth of a cavity. From the event description it seems most likely that surgifoam® sponge was used off-label. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.